Manufacturer narrative:
The reported events of high lead impedance and noise were confirmed. The reported event of lead fractured was not confirmed. As received, a complete lead was returned. Final analysis found the connector boot to be larger than normal in a particular region. Insertion test confirmed that the lead could not be fully inserted into the test connector sleeve, resulting in the confirmed issues.

Event description:
It was reported that the patient presented in hospital for implantation. Upon initiation, the pacing system analyzer (psa) showed the lead exhibited noise and high, out of range pacing impedance. The lead was alleged to be fractured. The lead was replaced on (B)(6) 2021. There were no patient consequences.